Event description:
Caller tested 1.9 inr, 2.5 inr or 2.6 inr and 1.9 inr on the coaguchek xs system. There were dosing concerns with the 1st 1.9 inr and the 2.5 inr or 2.6 inr results. The caller was not able to confirm the dosing technique used for these tests. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.